Event description:
It was reported to philips that the system (flex vision-pc) did not start-up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that flex vision pc did not start. Upon troubleshooting fse found that the issue with hdd (hard disk drive). To resolve the issue, fse replaced hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.